Event description:
The x brace under the seat break, right at the seat, and is hoping to get that piece replaced as well. She states this is the second time this has happened on this chair as well.

Manufacturer narrative:
Follow up to be sent if additional information is received